Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ during the routine function check of the device. No patient has been involved. Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed the error message "head error" after the start up of the device. No patient has been involved, the affected drive with s/n (B)(6) was sent back to manufacturer for repair. It was received on 2021-07-15 and during investigation by the service department on 2021-08-03 the reported failure "head error" could be reproduced. Thus, the drive was sent to the supplier (B)(4) for further investigation. On 2021-09-21 emtec was able to reproduce the reported failure and the root cause was determined as misuse of the device, which lead to a damage of the rotaflow drive 1 electronic. This was replaced by the supplier. After functional test at getinge service department on 2021-09-27 the device was sent back to the user. The product in question was produced in 2016-12-01. The review of the non-conformities has been performed on 2021-10-15 for the period of 2016-12-01 to 2021-10-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. Based on these investigation results the reported failure could be confirmed. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).